Event description:
During a follow-up interrogation, no pacing was seen in aat despite several tries and changes in the configuration. The pacemaker did not switch to fallback mode which was explained by the arrhythmia characteristics. Reportedly, 5 days later, the device was interrogated again and the reported behavior was not reproduced, tests were operating normally. The device remains implanted.

Manufacturer narrative:
(B) (4). Conclusion: reported problem with testing mode was not confirmed. Device operated properly during tests performed by the physician on 1 and 3 october. Most probably, the suspicion against pacemaker normal operation was induced by a deficiency of the ECG device.